Event description:
It was reported that during a laparoscopic colon procedure, the trocars were leaking. The patient was opened to finish the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was it continuous leak prior to conversion, or a more sudden leak? Continuous leak. What type of insufflator or pressure was being used? High flow on insufflator. Were there devices being inserted in the trocars during the observed leaking? If so, what devices? Yes graspers and a ultrasonic. What other devices were used during the procedure? This was all that was used prior to opening. Was the surgeon able to identify where the leaking was coming from? No. How many ports were placed? The 2 five mm ports in question and then a 12 mm for the camera. How many trocars in the procedure were leaking? Were they all 2b5lt? What other product codes were used? Which were leaking? The only ones leaking were the 2b5lts were there any other factors that led to the conversion? Yes this patient had co-morbidities that led to the conversion. Prior to the conversion, were any mitigating steps taken in an attempt to complete the procedure laparoscopically? No, this was one of a few things that added to the situation and the conversion. Please explain any change in the patient's post op care as a result of the conversion? Don't know. Patient's weight, age, sex? Don't know. Did the patient have any pre-existing conditions? Yes, the patient had several pre-existing conditions that led to the conversion. Patient's current status? Recovering fine have not heard of any complications. Have there been any technique changes? No and I have not heard of any other leaks in the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition and in their original package. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.